Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen3338 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported "introducer will not enter the skin upon inspection there is a problem with this it has a beveled edge instead of a flat edge".